Event description:
Event [preferred term] (related symptoms if any separated by commas), severe hypoglycemic episodes [hypoglycaemia], technical complaint in np4 [device issue], injected doses were not accurate due to technical complaint in np4 [incorrect dose administered by device]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient gender, age, height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "severe hypoglycemic episodes(hypoglycaemic episode)" with an unspecified onset date , "technical complaint in np4(device issue)" with an unspecified onset date , "injected doses were not accurate due to technical complaint in np4(incorrect dose administered by device)" with an unspecified onset date and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , mixtard (insulin human, insulin isophane) from unknown start date for "product used for unknown indication", dosage regimens: novopen 4: mixtard: medical history was not provided. On an unknown date, patient reported that the novopen 4 didn't inject accurate dose due to technical complaint in np4. On an unknown date, patient suffered from severe hypoglycemic episodes while using mixtard with np4 and was hospitalized for 3 days. Other details of hospitalization were not reported. The patient didn't change from another np4 to the current one. Batch numbers: novopen 4: lvg5b11, mixtard: requested. Action taken to mixtard was not reported. The outcome for the event "severe hypoglycemic episodes (hypoglycaemic episode)" was recovering/resolving. The outcome for the event "technical complaint in np4(device issue)" was not reported. The outcome for the event "injected doses were not accurate due to technical complaint in np4(incorrect dose administered by device)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Reporter's causality (novopen 4) - severe hypoglycemic episodes (hypoglycaemic episode): unknown, technical complaint in np4(device issue): unknown, injected doses were not accurate due to technical complaint in np4(incorrect dose administered by device): unknown. Company's causality (novopen 4) - severe hypoglycemic episodes (hypoglycaemic episode): possible technical complaint in np4(device issue): possible injected doses were not accurate due to technical complaint in np4(incorrect dose administered by device): possible. Reporter's causality (mixtard) - severe hypoglycemic episodes (hypoglycaemic episode): unknown technical complaint in np4(device issue) : unknown injected doses were not accurate due to technical complaint in np4(incorrect dose administered by device) : unknown. Company's causality (mixtard) - severe hypoglycemic episodes (hypoglycaemic episode) : possible technical complaint in np4(device issue) : possible injected doses were not accurate due to technical complaint in np4(incorrect dose administered by device): possible. Preliminary manufacturer's comment: 23-dec-2024: the suspected device has not been returned to novonordisk for investigations. No conclusion is reached.

Event description:
Case description: investigation results: name: novopen 4, batch number: lvg5b11. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. No complaint sample was received for investigation; however, pictures and/or video were received. The pictures/videos were examined but no conclusive investigation could be made based on them. Name: mixtard, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: -investigation results added. -device tab: is non-reportable field and malfunction updated to no. -EU/ca tab: final report check box ticked, expected date of follow up removed. -device addendum tab: annex b c d g codes added. -narrative updated accordingly. Final manufacturer's comment: (B)(6)2025: the suspected device novopen 4 has not been returned to novonordisk for investigations. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard. H3 continued: evaluation summary. Name: novopen 4, batch number: lvg5b11. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. No complaint sample was received for investigation; however, pictures and/or video were received. The pictures/videos were examined but no conclusive investigation could be made based on them.